Manufacturer narrative:
Eval summary: given the condition of the returned device, a definitive root cause cannot be determined with the info provided. Eval: the device was autoclaved prior to return. As received the articular surface appeared warped and showed circular markings on the bottom surface, presumably from where it rested on the tray while being autoclaved. Mfg documentation was reviewed and indicates that the device was manufactured, inspected, and packaged to specification. Further analysis was not attempted due to the returned condition of the device.

Event description:
It is reported that the surgeon had problems inserting the articular surface into the tibial tray. Another articular surface was opened and inserted without problem.